Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Summary of patient deaths: none reported. Summary of patient injuries: based on the article information, a conclusive cause for the reported hemorrhage, hematoma, and serious injury, and the relationship to the product, if any, cannot be determined. Summary of device issues: none reported. Based on the article information, a definitive cause for the reported the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hemorrhage, hematoma, and serious injury are listed in the supera instruction for use (as known potential patients effects associated with the use of a stent in peripheral arteries and / or biliary tree. Therefore, a risk assessment update is not required. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. D6: estimated date. Attachment article titled "?"

Event description:
It was reported through a research article that from (B)(6) 2018 to (B)(6) 2020, 60 patients with popliteal artery atherosclerotic lesions were treated and randomly divided into a control group and an observation group (30 cases each). The control group received drug-eluting stent angioplasty, and the observation group received supera self-expanding stent implantation. The therapeutic efficacy of the two groups was compared. A 1-year follow-up was conducted and in the supera stent treatment group (observation group, n=30), the overall incidence of complications was 6.67%, including hematoma in 1 case (3.33%) and hemorrhage in 1 case (3.33%).